Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: the pump's basal history on (B)(6) 2017 appeared to be inaccurate due to a cartridge change. The pump was exercised for 24 hours and at the end of testing was found to be recording the basal rate correctly. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked.